Event description:
It was reported by service report that the zoom drive handles were damaged with sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: zoom handles.